Event description:
It was reported the patient experienced ineffective stimulation. X-rays were taken and no signs of migration were noted. Surgical intervention was undertaken and the leads was found to be tangled around the ipg. The ipg was also found to have flipped in the pocket and was relocated (reference MFR report: 1627487-2018-13439). Postoperatively, the patient is reportedly receiving effective therapy.